Manufacturer narrative:
The referenced electrode (a22201c) was returned to olympus for evaluation. A visual inspection of the electrode confirmed that the loop wire at the distal end was broken off and was not returned for evaluation. A microscope inspection revealed charred stains on the distal end of the yellow colored insulation posts. The charred stains indicate that there was as an electrical arc or a high temperature event occurred around the area. In addition, the electrode was bent at the distal end, at the middle of the shaft and the at blue insulation shaft near the proximal end which is a result of handling. No functional testing was performed due to the as received condition of the electrode. The original equipment manufacturer (OEM) has been made aware of the reported phenomenon and has performed an investigation for the related device and affected lot numbers. Based on the OEM¿s investigation results, it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.

Event description:
Olympus was informed that the loop wire of an electrode broke during an unspecified procedure. It was noted that the breakage occurred after a couple of sweeps through the patient¿s tissue. It was unknown if the device fragments fell into the patient. No patient injury was reported.